Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that there had been continual times of finding drops of solution on the domes inside the cassette door when removing the cassette at treatment complete. In a follow up the patient verified that there was no harm, adverse event or intervention associated with the fluid leaks. The cycler sets are not available to return as samples and the cycler is not available to return as a sample.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that there had been continual times of finding drops of solution on the domes inside the cassette door when removing the cassette at treatment complete. In a follow up the patient verified that there was no harm, adverse event or intervention associated with the fluid leaks. The cycler sets are not available to return as samples and the cycler is not available to return as a sample.